Event description:
A tech reported pt with stage two diffuse lamellar keratitis (dlk) at one day lasik post-op visit. Additional info from the reported indicated pt's topical steroid dosage was increased and the reported issue had resolved. This report captures the left eye, and additional report is filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).